Manufacturer narrative:
(B)(4). Title: endovascular repair for type a aortic dissection after transcatheter aortic valve replacement with a medtronic corevalve citation: ann thorac surg. 2015 oct;100(4):1444-6. [Doi: 10.1016/j.athoracsur.2014.11.077.] Authors: kathleen k. S. Berfield, md, matthew p. Sweet, md, james m. Mccabe, md, mark reisman, md, g. Burkhard mackensen, md, phd, nahush a. Mokadam, md, larry s. Dean, md, and jason w. Smith, md. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that a case study was performed after the implant of a 26-mm transcatheter bioprosthetic valve (serial number not reported) in a (B)(6) female patient. Immediately after the implant transesophageal echocardiogram (tee) indicated mild paravalvular leak (pvl), mild aortic insufficiency and no evidence of aortic dissection. However, three days post-operative, the patient had complaints of chest and back pain. Tee indicated a dissection flap in the abdominal aorta, moderate to severe aortic insufficiency and 40-50% anterior paravalvular leak. A computed tomography (CT) confirmed a stanford type a dissection, however, it was unclear if the dissection started at the superior edge of the valve or at the level of the native valve. The dissection was repaired with a modified stent graft implanted into the ascending aorta, above the transcatheter bioprosthetic valve. It was reported that the distal three stent rings were removed to shorten the graft. After the stent was placed, tee indicated modest improvement in the aortic insufficiency and moderate pvl. The patient was discharged 10 days after the valve was implanted. At the 2 month follow up, the patient was doing well. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information revealed the event date as (B)(6) 2014, and the valve serial number as (B)(4) . The unique device identifier (serial/lot) numbers were used to determine that this event was previously reported via MDR# 2025587-2014-00315.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.